Event description:
It was reported that the customer was taken to the hospital due to low blood glucose of 67mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. Reviewed the alarm history and found several low reservoir alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.